Event description:
It was reported that the patient experienced shocking every 2 seconds after the stimulator "was dead" and she turned the device back on. The term "dead" was not clarified. The patient was not able to turn the stimulation off permanently. The patient had to go to the emergency room for sedation. A company representative was able to turn the device off while the patient was at the emergency room. It was further reported that the patient was "fine," as the shocking went away when therapy was resumed. It was speculated that the shocking could have been new pain, as the patient used the therapy 100% of the time.

Manufacturer narrative:
Concomitant medical products continued: lead model 3887-56 lot: v177539 implanted: (B)(6) 2009 explanted: na. Lead model 3887-56 lot: v177539 implanted: (B)(6) 2009 explanted: na. Lead model 3986a70 lot: n265203 implanted: (B)(6) 2010 explanted: na. Lead model 3986a70 lot: n248538 implanted: (B)(6) 2010 explanted: na. Extension model 3708240 serial: (B)(4) implanted: (B)(6) 2010 explanted: na. Extension model 3708240 serial: (B)(4) implanted: (B)(6) 2009 explanted: na. Programmer 37743 serial: (B)(4). Recharger model 37752 serial: (B)(4). (B)(4).